Event description:
It was reported that a signal loss occurred. The sensor was inserted into the arm on (B)(6) 2025. On the same day, it was reported by the parent that both receiver and mobile showed signal loss 3 plus hours. The sensor wasn¿t giving any readings. It keeps on showing no signal. The patient was losing his balance and acting out, and she could tell his blood sugar was high. She ended up calling an ambulance, and he was taken to the hospital. His bg was 500 mg/dl, he was given an IV, and stayed there for about 6 hours. He was okay the same day call. Data was provided for investigation. The allegation was confirmed via data as a signal loss equal to or under one hour. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.